Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63(variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures error. The customer¿s blood glucose was 9 mmol/l at the time of incident. The insulin pump will be returned for analysis.